Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(6). (B)(4).

Event description:
A doctor reported inflammation in an eye several months following an intraocular lens (iol) implant procedure. Inflammation reaction is described as cell floating and worsening of vision is noted. Influential factors from the clinic could not be identified. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).